Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) had iabp may require maintenance message. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and fault finding performed, unable to replicate the reported issue. Internal logs reset, functional and diagnostic tests. Repair completed.